Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 48.7cm to 48.9cm from the distal end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.